Event description:
The customer had reported an unpleasant odour coming from the control room and a liquid on the floor by the ups. The phillips field service engineer (fse) found the ups to be very warm to the touch and determined the liquid on the floor was battery acid that had leaked from inside the ups. There was no report of harm to patient, operator, or bystander as a result of this malfunction. The fse shut the ups down, completely disconnected it and reconnected the CT scanner's console to standard power so they could continue scanning without the ups.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).